Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803, femoral head sterile product do not resterilize 12/14 taper, 62315635; 00801102032, allen plug , 61068465; rm 4901 000 5, competitor cup, 1210247a; rm 5110 003 5, competitor liner, 1207253a. Report source: event reported by (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately 25 days post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2017-00580. The initial report was submitted in error and should be voided.

Event description:
It was reported that the patient's right hip was revised 25 days post implantation due to periprosthetic fracture. Stem, head and liner were revised. No additional information available.